Event description:
It was reported that during a low anterior resection procedure, there was a leak in the staple line. A temporary colostomy was placed, and the procedure was completed without further complications to the pt.